Event description:
It was reported that, "during the inspection of the returned loner instruments from the hospital, it was found that the reduction blade was broken. All the fragments of reduction blade were returned. There was no report from the hospital."

Manufacturer narrative:
Method: visual inspection; functional inspection; and device history review; result: the fundamental cause of the failure and conditions of the failure are unknown. The upon receipt of the returned mantis reduction blades, the end of the blade that engages at the screw-head via the screw tab is broken and completely separated from the main body of the blade. Both pieces were returned and the two fracture surfaces have complimentary surfaces indicating that no additional fragments are missing. A review of the manufacturing records for the lot established there were no nonconformances; they all conformed to visual, functional, dimensional and metallurgical specifications. Furthermore cantilever loading (to failure) of three samples to determine the yield load for tip breakage of the mantis reduction blades were performed and all three samples met the yield load specification. Conclusion: a definitive root cause was not determined for the breakage of the mantis reduction blade at the distal tip. Additionally cantilever loading (to failure) of the reduction blade tip was performed on three samples and they all met the yield load specification;

Event description:
It was reported that, "during the inspection of the returned loner instruments from the hospital, it was found that the reduction blade was broken. All the fragments of reduction blade were returned. There was no report from the hospital."